Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adapter of a peritoneal dialysis (pd) transfer set was deformed which resulted in a leak. This issue was observed during use of the device for peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the patient adapter has an oval appearance allowing an opening between the titanium adapter and the patient adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.